Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided reference range 8.6 -10.5 mg/dl). Initial result = 14.1 mg/dl, repeat result = 10.4 mg/dl. The customer performed precision testing for troubleshooting purposes with results = 10.4 - 10.6 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated calcium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided reference range 8.6 -10.5 mg/dl) initial result = 14.1 mg/dl, repeat result = 10.4 mg/dl the customer performed precision testing for troubleshooting purposes with results = 10.4 - 10.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and performed troubleshooting including washing of the cuvette segment, no cuvettes (rohs). Cleaning the part resolved the issue. No additional discrepant result issues have been reported since the cuvette segment, was cleaned. The cuvette segment, no cuvettes (rohs) was determined to be the likely cause of the result issue. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the cuvette segment, no cuvettes (rohs) or the architect c4000 processing module. Review of the manufacturing documentation did not identify any non-conformance's or potential non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Corrected information in section b3 date of event, blank to 10/16/2024.

Event description:
The customer observed falsely elevated calcium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided reference range 8.6 -10.5 mg/dl). Initial result = 14.1 mg/dl, repeat result = 10.4 mg/dl. The customer performed precision testing for troubleshooting purposes with results = 10.4 - 10.6 mg/dl. No impact to patient management was reported.